Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the bleeding requiring surgery which resulted in death. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. At the time of the procedure, the patient had been currently hospitalized for several weeks. Multiple attempts were required to perform the transseptal puncture. Two clips were then implanted, reducing the mr to 2. It was noted that prior to the procedure, the arterial pressure was very low. At the end of the procedure, the arterial pressure remained at 4. The patient was transferred to the surgical room where blood was noted in the lungs. The patient expired during the surgery. The cause of the bleed could not be determined; however, it was suspected to be due to the transseptal puncture. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided, the reported death appears to be related to procedural conditions. The hypotension appears to be the cascading effect of the bleeding. A definitive cause for the bleed cannot be determined. The reported patient effects of death, hemorrhage and hypotension are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.